Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stents are kinking during the procedure. "As per complaint form": the plastic stent will be straightened with the straighter, but both stents are kinked. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent ¿.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stents are kinking during the procedure. "As per complaint form": the plastic stent will be straightened with the straighter, but both stents are kinked.

Manufacturer narrative:
Device evaluation: 1 x zso-7-7 of lot # c1592370 was returned to cirl for evaluation open in its original packaging. A second file was opened as a result of information contained within investigation. Investigation (B)(4) is linked this investigation (B)(4). (B)(4) involves a 2nd stent of rpn zso-8-4 which was kinked and sent back with the product from this investigation pr284507. ((B)(4) request to open a second complaint based on additional information"). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 29th november 2019. The stent measured approx. 7cm between pigtails and approx. 7fr outer diameter. A kink was observed at the 2nd, 4th and 5th portholes. A 0.035-inch wire guide does not pass the kinks. Image review: n/a. Document review including IFU review: prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-7 of lot number c1592370 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1592370. It should be noted that the instructions for use (ifu0045-6) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stents are kinking during the procedure. "As per complaint form": the plastic stent will be straightened with the straighter, but both stents are kinked.